Manufacturer narrative:
The device is unable to be returned for evaluation, however, a lot history review will be performed.

Event description:
The customer reported that 2 events occurred on unspecified dates in june 2025 and involved a chemoclave® bag spike. The customer stated that 2 compounded bag products had faulty clave connectors. Compounding details provided for 1 batch only. The customer stated that they believe the issue is from a fault in the central, moveable bung component not operating as expected. The customer advised that when connected to lines and the pump, there was no flow and that in one instance, they had a nurse work around with an alternate connector, and in the second, a bag from another patient who had discontinued treatment was utilized. The actual samples / photographs have been requested, should third party manufacturer require these. Baxter compounding services product: 1 unit - trastusumab (herzuma) 366 mg in sodium chloride 0.9% viaflo bag, clave connector code 011ch10, batch 14168715 1 unit - avelumab 800 mg = clarification sought regarding confirmation of batch details." Unknown injury reported to be associated with the event. Unknown medical intervention. Event occurred during patient use. There was patient involvement. Unknown patient injury. Unknown sample is not availability for evaluation. Mltaneo 30-jun-2025

Manufacturer narrative:
A lot history review showed the sample was molded from a tool with a history of no flow. The reported complaint of no flow could be confirmed from a lot history review. The probable cause is a molding error in salt lake city. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized. Molded with a tool under the CAPA.

Manufacturer narrative:
Correction to b5 section.

Event description:
The customer reported that the events occurred on an unspecified date in june 2025 and involved a chemoclave® bag spike. The customer stated that compounded bag had faulty clave connectors. The customer stated that they believe the issue is from a fault in the central, moveable bung component not operating as expected. The customer advised that when connected to lines and the pump, there was no flow and that in one instance, they had a nurse work around with an alternate connector, and in the second, a bag from another patient who had discontinued treatment was utilized. Baxter compounding services product: 1 unit: trastusumab (herzuma) 366 mg in sodium chloride 0.9% viaflo bag, clave connector code 011ch10, batch 14168715 1 unit: avelumab 800 mg: clarification sought regarding confirmation of batch details. The customer reported that the event occurred during patient use, unknown injury reported to be associated with the event, and unknown medical intervention.